Event description:
In 2004 the patient turned her stimulation off as she approached the airport security gate. After passing thru the security gate she turned her device back on and it was "pricking her". The emi turned her ins back to its original settings. She had to turn the stimulation back off again and was hospitalized due to the pain. She received pain medication and was sent home. Her physician reprogrammed her device and the issue was resolved. In 2008 or 2009 she was going thru security gates when getting on a cruise. When she stood near the security gate she felt the pricking sensation. She turned the stimulation off and walked thru the gates. When she turned the stimulation back on again it was too high and would completely turn off on its own. She went without stimulation on the trip and was reprogrammed when she got home. It was difficult to turn the stimulation off prior to security gates because her legs would begin to spasm right away. The ins light was blinking.

Event description:
It was reported that the patient had a problem with her neurostimulator. The patient stated that she received a shocking or jolting sensation at the neurostimulator site in her right leg following some type of environmental exposure. The patient was exposed to a theft detector or security gate at an airport. The device was not turned on during exposure. The patient has had her implantable neurostimulator reprogrammed after passing through airport security in the past. The patient also reported that her implantable neurostimulator causes her scooter to change speeds. She stated that her scooter "speeds up" on its own. The patient reported that health care professional have told her that her neurostimulator is the probable cause for this. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.